Manufacturer narrative:
(B)(4). The device has been requested for return but not yet received. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
Patient has high levels of plasma free hgb that may be caused by hls module. (B)(4).

Manufacturer narrative:
The product was visually inspected in the laboratory of the manufacturer. During rinsing of the product were no clots detected. A leakage at the luer lock of the blood outlet connector was detected. An additional complaint will be opened in order to track and trend this observation. The product was tested for its o2, co2 transfer rate and its pressure drop behaviour at maximum flow. The gas exchange performance test and the pressure drop test meet the specification. Thus the reported failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
(B)(4).